Manufacturer narrative:
The device was evaluated. No failures were detected and the device operated within specifications.

Event description:
It was reported that during a surgical procedure at the user facility, the unit would not hold pressure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the unit would not hold pressure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.